Event description:
It was reported that the patient experienced pressure regulating balloon fluid loss with an artificial urinary sphincter (aus). The aus balloon was explanted and a new aus balloon was implanted. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Device analysis: fluid loss was reported. The ams800 device was visually inspected. There was a leak in the balloon shell at the shell-adapter junction that was the result of fatigue. An overall investigation conclusion code of "cause traced to component failure" was chosen as the analysis findings and event are an expected or random component failure without any design or manufacturing issue. See external support request form 92379044. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction.

Event description:
It was reported that the patient experienced pressure regulating balloon fluid loss with an artificial urinary sphincter (aus). The aus balloon was explanted and a new aus balloon was implanted. Should additional relevant details become available, a supplemental report will be submitted.